Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal deliveries. A supply change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose (bg) level. Additionally, it was reported an occlusion alarm occurred. A supply change was performed to address the issue. Bg level was 381 mg/dl.